Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located at the bifurcation of the moderately tortuous and calcified left anterior descending artery (lad) and diagonal artery. The lad was predilated with a 2.5mm cutting balloon at 8atms and a 2.5x23mm promus stent was implanted in the lesion. It was noted that the diagonal artery was compromised, therefore, the physician dilated the lesion with a 2.0mm balloon at 8atms and then attempted to deploy a 2.25x8mm taxus liberte atom stent in the lesion; however, the device was unable to cross the previously implanted promus stent. The physician attempted to remove the taxus liberte atom stent from the patient, but experienced withdrawal resistance and the stent dislodged from the stent delivery system (sds). The dislodged stent was crushed against the vessel wall at the lad/diagonal bifurcation, and the procedure was completed. No further patient complications were reported with the patient's current condition listed as "okay."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.